Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had fallen in 2023 and broken the one that was initially implanted so it was replaced with the patient's current system but they hadn't been told anything about mris or programming or their eligibility. Caller and patient could not confirm if abandoned component was a fragment or a whole component. Patient services reviewed with the patient and caller that if the patient did have a fragment, the healthcare provider (hcp) could take a look at the MRI guidelines for ins labeling to determine if the potential fragment met the 4 criteria to reprogram the patient for a full body scan. Patient became slightly escalated as they were finally cleared for an MRI by their cardiologist but now they couldn't get one. .